Event description:
It was reported that a device detachment occurred, resulting in an unretrieved device fragment. A patient presented a total chronic occlusion with a 2.5 mm diameter in the severely calcified left circumflex (lcx) artery. A 1.25mm rotapro and rotawire drive were selected for use. During the procedure, the rotapro was stuck at the lesion and a severe resistance was encountered that led to the drive shaft separation at the proximal side of the burr. The tip part remained inside the body. The drive shaft was cut at its base, and a bail-out procedure was made to attempt to with the use of a 7f guidezilla guide extension catheter, a non-boston scientific conventional wire, and a balloon catheter to retrieve the detached fragment. However, the device could not be retrieved. Additionally, both the drive shaft and outer sheath were cut with scissors near the recommended length with approximately 135 cm, and a thin wire-like object is exposed from the drive shaft. There were no patient complications, and the patient was in good condition post procedure. It was further reported that the exact cause is unclear, but it was stuck and there was severe resistance, which led to the separation. And the rotawire was also determined to have fractured.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device detachment occurred, resulting in an unretrieved device fragment. A patient presented with a 2.5mm in diameter total chronic occlusion in the severely calcified left circumflex (lcx) artery. A 1.25mm rotapro and rotawire drive were advanced with no resistance encountered. The lesion was ablated once at 180,000 rpm for 10 seconds. The rotation speed was extremely low, and the stall lamp was lit. There was severe resistance and the rotapro was stuck at the lesion. After the drive shaft was cut at its base, an attempt was made to remove the device from the lesion. During this process, the drive shaft separated on the proximal side of the burr, and the burr tip remained inside the patient. A guide extension catheter, a guide wire, and a balloon catheter were used during a bailout attempt to remove the device fragment. The fragment could not be removed, and the procedure was completed by stenting the remaining part. There are no plans for further treatment. There were no patient complications, and the patient was in very good condition post procedure. It was reported that both the drive shaft and outer sheath were cut with scissors near the recommended length. It is believed that the effective length of both was approximately 135 cm. A thin wire-like object was exposed from the drive shaft.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.